Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was over 200 mg/dl. Troubleshooting was performed and the customer had a failed battery test. Customer cleared the alarm. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer placed another battery and it worked. Customer also mentioned that he had a no delivery alarm a few weeks ago. Customer was advised to do complete set change as soon as possible. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.